Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test, and occlusion test, or verify no excessive no delivery alarm due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump received random no delivery alarms and sometimes insulin pump will reject the battery but customer thought it depends on brand of battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.